Event description:
It was reported that patient had stiffness and a revision surgery was performed to remove femoral component and insert .

Manufacturer narrative:
It was reported that the clinical study patient had a revision surgery due to stiffness. The associated legion oxinium femoral component and genesis ii acetabular liner were not returned for evaluation. Thus a product evaluation could not be performed. However, device details were provided. Thus, the review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no medical records provided, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.